Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rect1642 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that while the facility contact was inspecting wires in the kits, the wire was moved around her index finger without any tension when it snapped toward the distal end. This wire was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed. One stylet with a break in the polyimide tubing was returned for investigation. The break was located 4.3cm from the distal tip of the stylet. The section of polyimide tubing distal to the break site was curled. The core wire was intact. A microscopic examination of the damaged polyimide tubing revealed that the break site coincided with the fractured ends of a magnet. The magnets in the curled section of the polyimide tubing were broken. Deformation was observed in the polyimide tubing where the ends of the magnets were pressed against the inside of the curled polyimide tubing. The length of the conductive epoxy was found to be 5mm, which was within specification. The polyimide tubing was cut proximal to the break site and the wall thickness was found to be within specification. In addition to the damaged stylet, one sealed 5fr triple lumen powerpicc provena kit was returned for investigation. A visual observation of the catheter and stylet revealed nothing remarkable. No damage or kinks were observed in any part of the stylet. The length of the conductive epoxy was within specification. The wall thickness of the polyimide tubing was within specification. An attempt was made to break the polyimide tubing by wrapping the stylet in a tight coil, but no breaks were observed. The polyimide tubing ended up kinking between magnets. It was reported that the stylet broke when it was moved around the index finger of the complainant. Due to the potential for stylet damage, the instructions for use state, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of rect1642 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that while the facility contact was inspecting wires in the kits, the wire was moved around her index finger without any tension when it snapped toward the distal end. This wire was not used on a patient.